Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-01-26 reporting that the patient was still feeling residual stimulation even with stimulation off. It was confirmed that the stimulation was off and the impedance measurements were fine. The manufacturer representative requested information on further steps to take.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the manufacturer representative reported that the data generated lead them to believe that the implant was depleting at a normal rate when turned off. The representative generated multiple files where it was shown the implant was turned off when the patient stated it was on and there was no reed switch. The patient had confirmed seeing a 574 code which indicated no programming and still feeling stimulation. After consulting with an engineer on the data files collected it was determined that an implant malfunction could not be confirmed and the patient was directed to have their doctor look at it as no indication of an issue could be detected after exhausting the data available at that time. The patient noted that the issue had occurred randomly and not in one position or one area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they had an x-ray done to see if their lead wires were attached; the x-ray showed they were in the right place. The patient also had reprogramming done and tried different programmers to try and resolve the residual stimulation issue. However, the patient noted that nothing has resolved the residual stimulation at this point.

Event description:
Additional information was received from the manufacturer representative that reported that she was getting the 574 error message on the patient programmer after deleting all programs as instructed. It was reviewed that the 574 error means that the implantable neurostimulator is not programmed. The manufacturer representative was going to leave the implantable neurostimulator off and all programs deleted for a couple of weeks or that the patient could see if he still felt residual stimulation.

Event description:
Additional information was received from the consumer on (B)(6) 2017. The consumer reported that they were feeling residual stimulation and severe pain in the area of implant. The consumer reported that the device was not relieving lower back pain as advertising, it was just causing more pain. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they discussed with technical services that the microprocessors were reset using the physician recharge mode for approximately 30 seconds. It was reported that all existing groups or programs were then erased. The patient was advised to continue charging their stimulator to prevent an overdischarge, should they decide to begin using their stimulator in the future. The rep provided images of the groups/programs the patient had prior to erasing them. It was also reported that after the stimulator groups/programs were erased, the patient called the rep stating that they were feeling the same sensation of the stimulator.

Event description:
Additional information was received from the manufacturer representative on 2017-02-08 reporting that the patient had stimulation off between (B)(6). The patient still felt stimulation during that time as though stimulation was fully turned on. The patient felt like the stimulator was turning itself on. The caller was going to run the file and send it to the manufacturer after putting the programming back into the ins today. This information was provided in supplemental 004. The caller was going to have the patient keep a diary of when they felt stimulation. There was no programming in the ins during the (B)(6) period as the ins was wiped of all of its programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that residual stimulation issue was ongoing and that she pulled another mdt file and the patient kept another log to have tech service analyze. Representative was advised to send the mdt file to technical services and it would be evaluated against the patient's log. The patient was not using high dose settings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from technical services reporting that the file and patient log was sent to them on (B)(6) 2017. An image of the patient's handwritten log was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was feeling residual stimulation for prolonged periods of time after stimulation was turned off. The residual stimulation could last for weeks at a time and this sensation was irritating to the patient. It was reported that the sensation felt like the patient's regular stimulation. The patient had not tried turning voltage down to 0v. They had been using low density stimulation (group d) when this had been occurring. The patient noted that after using their hd settings (group e) they had not experienced any residual stimulation. The patient used stimulation on an intermittent basis due to the nature of their pain. It was reported that this summer shortly after the residual stimulation started, the patient was riding in a go cart and was hit from behind by another person. The patient was very sore and had a hard time moving after this occurred. Since that event, the residual stimulation sensation had gotten worse when stimulation was off. The current diary was showing that stimulation was used on (B)(6) 2016 on group e and (B)(6). The patient had not had any reprogramming around the time that the issue started. Impedance measurements were normal. Group impedance for group d were 792 ohms and 707 ohms (as the patient had 2 programs). Program 1 was low density with electrode 9, 10, and 12. Program 2 had low density with 1, 2, 3 and 4 electrodes. Group e had 1 program with high density and electrodes 0, 1, 2, 3, 4, 8, 9, 10, and 11. Data from the devices reflect that stimulation had been used since (B)(6) 2016. Since implant, the patient had used their stimulation the equivalence of about 34 days. Since (B)(6) 2016, the patient had used their stimulation for about 6+ days. Therapy was off more frequently since (B)(6) when stimulation was shut off for 18 days and then turned off ranging from 6-20 days when prior to that point it was more typical for the patient to have stimulation off for 1-3 days at a time. Impedances were in normal range. Group e was used about 70% of the time and group d was used 30%. Charging was good. The patient had been using group e between (B)(6), switched to group d from (B)(6), and switched back to group e later in the day on (B)(6). Additional information from the manufacturer representative reported that the patient was trying a loaner patient programmer to see if they noticed a difference in stimulation sensation while the ins was off. There was no further information known at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.